Event description:
The customer reported the processor was intermittently taking images during an unspecified diagnostic procedure. Replacing the cable resolved the issue. There was no effect on the patient due to the event.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation because the issue was resolved by replacing the cable. A review of the device history record found no deviations that could have caused or contributed to the intermittent images. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the device produced images intermittently due to a defective connection cord. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.